Manufacturer narrative:
The cause of the bleed was not determined since product was not returned and insufficient clinical details provided. The cause of the organ failure was not determined due to insufficient clinical details. The pump passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 had concerns of a gastrointestinal bleed that had begun prior to impella implantation and liver failure. Heparin was withheld. Ultimately, care was withdrawn and the patient expired.